Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, windings are free, pus, open healing. Patient is heavy smoker and did not take antibiotics. Peri-implantitis in the shoulder area before placing the crown.